Event description:
Facility reports unsatisfactory energy quality (4,67) during a refractive surgery. A delay of 20 minutes was stated to have occurred. The procedure was stated to have been completed, with the same system, and there were no reported injuries for the pt. More information is being sought to understand when the delay occurred.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).